Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The multi link otw vision stent is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The reported dissection is a known adverse event listed in the vision instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported failure to advance appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that after two vision stent delivery systems (2.75x08 mm rx vision, 2.75x12 otw vision) failed to cross to treat a lesion located in the circumflex, a dissection was noted; however, it was unknown which device caused the dissection. The dissection was successfully treated with a balloon dilatation catheter and the patient was fine. No additional information was provided.